Event description:
It was reported that a cartridge alarm occurred during insulin delivery and the pump shut down unexpectedly. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was "high", although specific value not provided. Cause was unknown. Customer addressed bg level via correction injection via manual dose injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.